Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, acceptable capture threshold values could not be found. Multiple repositioning attempts were made. The lead was not implanted. A replacement lead was successfully implanted.